Manufacturer narrative:
Concomitant medical products: rigid forceps (lymol medical, (B)(4)) or excimer laser (glidelighttm laser sheath; philips medical, (B)(4)). 16 or 18 fr sheath (flexorvr ; cook medical, (B)(4)). 26 fr sheath (dryseal, gore, (B)(4)). As reported in the literature article hadied, m. O., hieromnimon, m., kapke, j., nijahawan, k., ha, t. V., navuluri, r., & ahmed, o. (2020). Caval pseudoaneurysms following complex inferior vena cava filter removal: clinical significance and patient outcomes. Vascular, 170853812096121. Doi:10.1177/1708538120961217 , a patient developed a pseudoaneurysm after retrieval of an optease venacaval filter. The filter was also found to be thrombosed upon removal. The pseudoaneurysm was treated with balloon angioplasty with a non cordis balloon and unknown stent placement. The filter was removed using an unknown wire loop and excimer laser. Retrieval was performed with coaxial placement of a 16 fr non cordis laser sheath and outer dissector device included with the laser. Access was obtained via the common femoral vein (cfv) with an unknown 26f sheath. The patient was admitted and observed overnight before being discharged without complication. The significant extravasation was effectively managed with immediate stent placement and the patient remained hemodynamically stable. The physician had at least 5 year¿s experience in ivc filter removal. The patient received weight based anticoagulation with intravenous unfractionated heparin periprocedure. The device will not be returned for analysis. The product was not returned for analysis. A lot number was not provided therefore a product history record (phr) review could not be generated. The reported ¿pseudoaneurysm¿ and ¿thrombosis in device¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. It is not known how long the filter was implanted. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter and the recommended accessories (refer to section viii, table iii). These devices used for filter retrieval are not included in the optease retrievable filter introduction set. The IFU for optease retrievable filter retrieval is contained in the cordis optease retrieval catheter packaging.¿ the optease retrievable filter should be removed using a snare and suitable guiding catheter. Removal by wire loop and after a potentially extended period is a violation of the IFU and therefore considered off label usage. The repair of a pseudoaneurysm, which may have been caused by the removal method, by balloon angioplasty and stent placement fulfills the standard of care required. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article hadied, m. O., hieromnimon, m., kapke, j., nijahawan, k., ha, t. V., navuluri, r., & ahmed, o. (2020). Caval pseudoaneurysms following complex inferior vena cava filter removal: clinical significance and patient outcomes. Vascular, 170853812096121. Doi:10.1177/1708538120961217, a patient developed a pseudoaneurysm after retrieval of an optease venacaval filter. The filter was also found to be thrombosed upon removal. The pseudoaneurysm was treated with balloon angioplasty with a non cordis balloon and unknown stent placement. The filter was removed using an unknown wire loop and excimer laser. Retrieval was performed with coaxial placement of a 16 fr non cordis laser sheath and outer dissector device included with the laser. Access was obtained via the common femoral vein (cfv) with an unknown 26f sheath. The patient was admitted and observed overnight before being discharged without complication. The significant extravasation was effectively managed with immediate stent placement and the patient remained hemodynamically stable. The physician had at least 5 year¿s experience in ivc filter removal. The patient received weight based anticoagulation with intravenous unfractionated heparin periprocedure. The device will not be returned for analysis.